Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process with multiple cartridges. Reportedly, multiple supply changes were performed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) level was "high": although specific value was not provided. Customer delivered a manual injection to address bg.